Event description:
It was reported there was an unintended rate change during an infusion of levophed. Levophed 16mg/250ml was infusing at a rate of 69mls/hr, the device defaulted to 20 ml/hr (keep vein open - kvo rate) and alarmed that the infusion was complete. When the programmed rate is less than 20 ml/hr, the pump alarms at completion but does not change the infusion rate. Additional information received 09apr2026: levophed 16mg/205ml was to infuse at 69ml/hr. The medication was scanned via emar and sent to pump for programming with interoperability. There were multiple keep vein open (kvo) infusion complete interruptions. The dose decreased to 28% of the original dose. When the infusion reached kvo rate of 20mls/hr the dose deceased and the patient's systolic blood pressure dropped from 112mmhg to 63mmhg. The duration was 2 beeps (approximately 10 seconds). Additional information provided 15apr2026: per report: the customer states: "we had to significantly increase the dose on other vasopressor medications for about 3-5 minutes until the patient¿s blood pressure stabilized. Short term, the patient¿s blood pressure recovered after about 3-5 minutes with intervention. Long term, the patient did expire about 10 days after this event. The customer has made a product enhancement requesting an update to current settings/programming such as a higher keep vein open (kvo) max rate or the ability to increase the kvo rate for specific medications in the profile.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.